Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was attempted to be inserted through a sentrant introducer sheath 16fr for the endovascular treatment of a fusion form abdominal aortic aneurysm. Vessel morphology was not reported. The sentrant device package was opened and flushing was carried out, and there was no issue. It was reported that the endurant 16x20x124 was attempted to be passed through sentrant introducer sheath (16fr), the tip of the endurant delivery system was inserted however it could not be advanced, the outer cover of the endurant delivery system did not pass through the sheath. It had difficulty in passing through the hemostasis valve of the sheath. The stent graft in the delivery system was unexpectedly moved to lower side, which made a small gap between the distal tip and the stent graft cover (outer sheath). It was determined that the stent graft was unable to be delivered as usual, the relevant device was discarded. The sentrant sheath was removed and replaced with another manufacturer's sheath and another iliac limb was used as replacement. No additional clinical sequelae were reported and the patient is fine.